Event description:
It was reported that following a radiofrequency ablation procedure the patient sustained a thermal burn on their shin from the grounding pad. No additional information is available. Additional information was received that the patient underwent a skin graft procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: rfa-rf generator. Upn: rfg-4-240v. Model: rfg-4-240v. Serial: (B)(6). Batch: oemtrace.

Event description:
It was reported that following a radiofrequency ablation procedure the patient sustained a thermal burn on their shin from the grounding pad. No additional information is available.